Manufacturer narrative:
(B)(4).

Event description:
A critically ill trauma patient had a blood loss when the blood in the extracorporeal circuits was not returned when several prismaflex m100 sets clotted off. Following the blood loss events the patient's hemoglobin decreased and he received blood transfusions. The patient was not receiving anticoagulation at the time and was reported as septic, pancreatitis, renal failure, rhabdomyolysis and lacerations to the liver.